Event description:
On (B)(6) 2022, the reporter of the patient/lay user contacted lifescan (lfs) UK by email alleging that her mother¿s onetouch verio2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the issue began (B)(6) 2021, around lunch time. The reporter claimed that the patient obtained a blood glucose reading before lunch of ¿17.8 mmol/l¿ and after lunch she obtained a reading of ¿22.3 mmol/l¿ with the subject meter. In the evening, before dinner, the patient obtained a reading of ¿14.7 mmol/l¿ with the subject meter. The reporter informed the cca that her mother manages her diabetes with a combination of toujeo and humalog insulin (self-adjusted) and claimed that she increased her usual dose of humalog insulin with 4 units due to the high reading before dinner. The following morning ((B)(6) 2022) the patient did her usual 2 tests and received before breakfast a reading of ¿17.5 mmol/l¿ and 2 hours after breakfast a reading of ¿17.9 mmol/l¿ with the subject meter. Again, the patient increased her usual dose of humalog insulin with 6 units due to the high reading before breakfast. The reporter claimed that her mother felt ¿a bit hypoglycemic¿ and went to sleep for 4 hours. The patient woke up around 4 pm, did a test on the subject meter and received a blood glucose reading of ¿13.5 mmol/l¿. The patient took her usual 6 units of humalog insulin and the reporter stated that her mother did not feel good afterwards. The patient decided to call her daughter, who said that her mother was not making any sense and was ¿incoherent¿ and had developed symptoms of ¿shaking, hypothermia (body temperature of 32 degrees) and dizziness¿. Around 5 pm the daughter treated her mother with some food and took her to the hospital where around 9 pm a blood glucose reading of ¿12.9 mmol/l¿ on a hospital meter was obtained compared to a reading of ¿23.9 mmol/l¿ on the subject meter. No other medical treatment has been reported. During troubleshooting, the cca established that the unit of measure was set correctly on the subject meter. The test strips had been stored properly, were not open beyond their discard date and had not expired. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking increased doses of insulin based on alleged inaccurate high results obtained with the subject meter.